Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Received a copy of the customer's medwatch report from (B)(4), which states " normal saline IV infusing with care fusion tubing attached to alaris pump, began leaking. Pump placed on pause continued to leak, tubing then clamped, leak stopped. New IV bag along with primary IV tubing placed within the same pump and channel without further problems IV tubing sequestered and provided to supply chain. "